Event description:
According to the reporter, during a laparoscopic appendectomy, while at base of cecum, the device did not fire. When unloading, the device did not release the clamps. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.